Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). In addition, the device longevity dropped from 3.5 years to 6 months remaining in a span of 1 year. Data was sent for engineering analysis. Analysis showed that the device exhibited premature battery depletion (pbd) and device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that this device was explanted and was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture additional information in b5 event description, d6b explant date and h6 impact codes.

Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). In addition, the device longevity dropped from 3.5 years to 6 months remaining in a span of 1 year. Data was sent for engineering analysis. Analysis showed that the device exhibited premature battery depletion (pbd) and device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture additional information in b5 event description, d6b explant date and h6 impact codes. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). In addition, the device longevity dropped from 3.5 years to 6 months remaining in a span of 1 year. Data was sent for engineering analysis. Analysis showed that the device exhibited premature battery depletion (pbd) and device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that this device was explanted and was returned for analysis.